Event description:
The patient's legal guardian (lg) reported that the patient had been hospitalized at (B)(6) hospital with diabetic ketoacidosis on (B)(6) 2025. The patient's blood glucose levels reached 27 mmol/l (486 mg/dl) while wearing the pod for between 1 and 4 hours. The pod fell off the infusion site (abdomen), causing the cannula to dislodge. The patient was treated with insulin and antibiotics. The patient was released on (B)(6) 2025. Pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm or determine the root cause of the reported dislodged cannula. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.